Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when trying to reprogram an ICD, the programmer screen went "black." The programmer then proceeded to "completely shut down after a while." The programmer was turned off and on, and after it rebooted "a lot,", it acted "unstable." The programmer will be replaced with a new one. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis was not able to duplicate the customer complaint. All final functional and systems tests passed. Correction: further review prompted a change in the device analysis results. The change is reflected in this report under conclusion.